Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). (B)(6) 2018, the results from the meter were 5.2 to 5.5 inr. The patient was tested in a laboratory "right away" and the results were 3.2 to 3.5 inr. The laboratory method was requested but not provided. The therapeutic range was 2.5 to 3.5 inr and the customer tests once a week.

Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation was patient/consumer.